Manufacturer narrative:
(B)(4). G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during kit inspection, the shell inserter was found to have damaged threads and the cup can no longer be fixed securely. There was no patient involvement and no adverse events have been reported as a result of the malfunction. All available information has been provided.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h6; h11. Visual examination of the returned product identified the threaded tip of the inserter is fractured, no fragments returned with device for evaluation. There are indentations, nicks, and scratches present all around the handle body. There are also indentation marks present on the strike plate end. No other damage was noted during visual evaluation. This device has an approximate field age of 11 years. Measurements were within specification. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.